Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 584 mg/dl. Customer had treated their blood glucose with 13 units of insulin by manual injection. The customer's blood glucose declined to 393 mg/dl at the time of the call. It was also found the customer developing ketones due to their high blood glucose. Troubleshooting found the customer had an air bubble in their tubing. Customer also reported receiving no delivery alarms that were resolved with an infusion set change. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.